Event description:
Follow-up identified surgical intervention took place on (B)(6) 2017 during which time the lead was repositioned in the epidural space which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patients' lead migrated outside of the epidural space. X-rays confirmed the issue. As such, surgical intervention will be undertaken as the next course of action.